Event description:
It was reported that a patient with a 25mm 11060a aortic valved conduit underwent valve-in-valve intervention after an implant duration of one (1) year, 11 days due to degeneration with severe insufficiency and stenosis. The tavr procedure was successfully performed with a 23mm 9755rsl transcatheter valve. The patient was taken to recovery in stable condition post procedure. Per medical records, the patient initially presented with acute-on-chronic systolic/diastolic chf, nyha class iii heart failure, lower extremity edema, and shortness of breath. Tte on (B)(6) 2026 showed a calcified sterile appearing vegetation adherent to the ventricular side of 1/3 avr prosthetic leaflets. There is a severe malcoaptation of leaflets due to damage of that prosthetic severe eccentric aortic regurgitation directed at the anterior mvl. Compared to prior tee on, previously noted avr vegetation now appeared calcified and sterile with now severe al. On pod#4 the patient was diagnosed with hemorrhagic stroke with concern for underlying dural arteriovenous fistula (davf).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.